Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient had mesh implanted along with a total vaginal hysterectomy due to urinary incontinence, pelvic organ prolapse and stress incontinence. Following implant the patient experienced pain with intercourse, incontinence, frequent urinary tract infections, difficulty driving for longer than 30 minutes, and anxiety. No additional information was provided. (B)(6). (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.